Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repetitive no delivery alarms. The customer's blood glucose was 311 mg/dl at the time of the call. The customer was unable to troubleshoot because they had already disconnected from the insulin pump and changed the infusion set and reservoir. Customer also requested a replacement insulin pump due to the on going no delivery alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.